Event description:
It was reported that the patient presented in clinic for routine follow-up. The atrial lead exhibited noise. The noise was not reproducible with isometrics or arm movements. No intervention or patient symptoms were reported. The patient would be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information indicated no intervention was performed. The patient was in good condition.

Event description:
New information received on (B)(4) 2019, indicates that the patient presented on (B)(6) 2019 with more noise on the atrial lead. Programming changes were made in the past. No resolution was reported and the patient was stable.